Event description:
While fixing the shell using five screws with the same length, one of the cortical screws broke. Surgeon insisted that he did not tighten the screw hard. Tip of the broken screw remains in the pt.